Manufacturer narrative:
Correction: d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. It is unclear whether the reprocessing was carried out in accordance with the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope¿s angulation was reduced. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, the bend angle was insufficient. The device evaluation found that foreign material came out of the nozzle. In addition the distal nozzle had poor water drainage and the forceps cannot be inserted smoothly due to the dent in the channel tube. It was found that the adhesive on the bending section cover had a crack, a chip and a white clouded area. The plastic distal end cover had a crack and a burn, and due to the crack water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value, the bending tube was deformed and the distal end had a burn. Scratches were found on the protector of universal cord on the control section side, switch 1 and switch 2 and the grip was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.